Manufacturer narrative:
(B)(4), eval, results: eval shows when tested the alarm powered-up. The sensor function did not work. The rj-11 receptacle pins are all bent. Note: the posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that the alarm has no power. The batteries were replaced with the same type. There's no visible damage to the outside of the alarm. There was no pt contact reported. Eval for the returned product shows the sensor function did not work.